Manufacturer narrative:
Technician found the cause to be that the motor activates when the head up button is pressed. Technician attempted to raise the head of the bed manually but would not raise. Technician checked the voltage at the head up coil and it was fine. The battery led was present on both side rails. Technician replaced the head up valve solenoid cartridge to resolve the issue.

Event description:
Technician alleged that the head of the bed will not raise. No pt impact.